Event description:
It was reported that multiple of the same altitude alarms occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose specific value is unknown but bg remained between 54-500mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm and cartridge was reloaded, and insulin delivery was resumed but the altitude alarm reocurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.